Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain ("pain became unbearable/ severe and constant abdominal pain into back"), vaginal haemorrhage ("bleed daily/ abnormal vaginal bleeding"), procedural intestinal perforation ("first hysterectomy for essure removal the doctor accidently cut bowel, so procedure needed to be abandoned/ perforation"), genital haemorrhage ("heavy bleeding/ she was bleeding al the time") and autoimmune disorder ("autoimmune disorder") in a 33-year-old female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device use error "essure procedure complication: essure seems to be bent at coil" on (B)(6)2011, device deployment issue "procedure needed to be abandoned prior to completion due to one of the coils not deploying correctly" on (B)(6)2011 and device physical property issue "essure seems to be bent at coil". The patient's medical history included menarche (age 7 with one cycle every month, very heavy, lasting 3-7 days with cramping) in 1985, laparotomy (two), appendectomy (done for bowel rotation), intestinal malrotation, obesity, polycystic ovarian syndrome, multinodular goiter and cholecystectomy. Concurrent conditions included erythema nodosum (treated from 2011 to 2015), gallstones (treated in 2014) and family history of cancer (ovarian cancer). Concomitant products included escitalopram oxalate (lexapro). On (B)(6)2011, the patient had essure inserted. On (B)(6)2011, the patient experienced complication of device insertion ("only had one tube with an implant"). In (B)(6)2011, the patient experienced acne ("acne"). In (B)(6)2012, the patient experienced alopecia ("hair loss"). In 2013, the patient experienced vaginal haemorrhage (seriousness criteria medically significant and intervention required). In (B)(6)2014, the patient experienced procedural intestinal perforation (seriousness criteria medically significant and intervention required) and complication of device removal ("essure removal procedure needed to be abandoned due to complications with plaintiff¿s bladder"). On an unknown date, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), autoimmune disorder (seriousness criterion medically significant), dysmenorrhoea ("excruciatingly painful periods/ severe and constant abdominal pain into back around menstrual cycle"), allergy to metals ("nickel allergy"), back pain ("back pain") and pain in extremity ("legs pain"). The patient was treated with surgery (colon surgery with repair of the small bowel in (B)(6)2014, endometrial ablation and dilation and curettage and total abdominal hysterectomy and bilateral salpingo-oophorectomy). Essure was removed on (B)(6)2015. On (B)(6)2015, the complication of device removal had resolved. In (B)(6)2015, the vaginal haemorrhage, procedural intestinal perforation, genital haemorrhage, autoimmune disorder, dysmenorrhoea, acne, allergy to metals and alopecia had resolved. At the time of the report, the abdominal pain, complication of device insertion, back pain and pain in extremity outcome was unknown. The reporter considered abdominal pain, acne, allergy to metals, alopecia, autoimmune disorder, back pain, complication of device insertion, complication of device removal, dysmenorrhoea, genital haemorrhage, pain in extremity, procedural intestinal perforation and vaginal haemorrhage to be related to essure. The reporter commented: in the medical records (mr) it was mentioned that the left tube was identified and they had difficulty deploying. The essure seemed to be bent at coil, so they used a second essure. They were able to thread with great difficulty; however, the essure would not deploy and a third was used and they were not able to thread it at all. It was discarded. They abandoned this procedure and the ostia was not able to be threaded. She had an attempted hysterectomy with laparoscopic injury to the bowel in (B)(6)2014; dr repaired the small bowel injury. Had 6 months of recovery and went back for hysterectomy on (B)(6)2015. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: results: only one tube with implant; on an unknown date: results: essure was placed properly. Concerning the injuries reported in this case, the following one/ones were described in patient¿s medical records: vaginal haemorrhage, procedural intestinal perforation, abdominal pain, dysmenorrhea, device use error. Quality-safety evaluation of ptc: in this case no sample was returned and hence we could not conduct a device sample investigation. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. There was no event reported which indicates a new technical failure malfunction at this time. No specific quality issue was defined, therefore no meddra llt can be provided. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the medical events are not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. Most recent follow-up information incorporated above includes: on 20-nov-2018: plaintiff fact sheet- events back pain, leg pain and device physical property issue were added. Previous reported event heavy bleeding was updated to genital bleeding incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain ('pain became unbearable/ severe and constant abdominal pain into back'), fallopian tube perforation ('perforation fallopian tube'), vaginal haemorrhage ('bleed daily/ abnormal vaginal bleeding/abnormal vaginal bleeding/abnormal vaginal bleeding worsened'), procedural intestinal perforation ('first hysterectomy for essure removal the doctor accidently cut bowel, so procedure needed to be abandoned/ perforation'), genital haemorrhage ('heavy bleeding/ she was bleeding al the time') and autoimmune disorder ('autoimmune disorder') in a 33-year-old female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device use error "essure procedure complication: essure seems to be bent at coil" on (B)(6)2011, device deployment issue "procedure needed to be abandoned prior to completion due to one of the coils not deploying correctly" on (B)(6)2011 and device physical property issue "essure seems to be bent at coil". The patient's medical history included menarche (age 7 with one cycle every month, very heavy, lasting 3-7 days with cramping) in 1985, laparotomy (two), appendectomy (done for bowel rotation), intestinal malrotation, obesity, polycystic ovarian syndrome, multinodular goiter, cholecystectomy, irregular menstruation, vaginal delivery, cramp in lower abdomen and thyroid gland biopsy. Concurrent conditions included erythema nodosum (treated from 2011 to 2015), gallstones (treated in 2014), family history of cancer (ovarian cancer), obesity and dysfunctional uterine bleeding. Concomitant products included escitalopram oxalate (lexapro) and metformin. On (B)(6)2011, the patient had essure inserted. On (B)(6)2011, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required) and complication of device insertion ("only had one tube with an implant"). In (B)(6)2011, the patient experienced acne ("acne/rashes or skin condition type: acne"). In april 2012, the patient experienced alopecia ("hair loss/hair loss"). In 2012, the patient experienced vaginal haemorrhage (seriousness criteria medically significant and intervention required), allergy to metals ("nickel allergy/nickel allergy") and menorrhagia ("abnormal bleeding (menorrhagia) worsened"). In (B)(6)2014, the patient experienced procedural intestinal perforation (seriousness criteria medically significant and intervention required) and complication of device removal ("essure removal procedure needed to be abandoned due to complications with plaintiff¿s bladder"). On an unknown date, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), autoimmune disorder (seriousness criterion medically significant), dysmenorrhoea ("excruciatingly painful periods/ severe and constant abdominal pain into back around menstrual cycle"), back pain ("back pain"), pain in extremity ("legs pain"), autoimmune thyroid disorder ("autoimmune disorder type of disorder: thyroid"), pelvic pain ("pain was so bad") and hydrometra ("fluid in my uterus"). The patient was treated with surgery (colon surgery with repair of the small bowel in (B)(6)2014, endometrial ablation and dilation and curettage, hysterectomy full, bowel reconstitution and total abdominal hysterectomy and bilateral salpingo-oophorectomy, hysterectomy full). Essure was removed on (B)(6)2015. On (B)(6)2015, the complication of device removal had resolved. In (B)(6)2015, the vaginal haemorrhage, procedural intestinal perforation, genital haemorrhage, autoimmune disorder, dysmenorrhoea, acne, allergy to metals and alopecia had resolved. At the time of the report, the abdominal pain, complication of device insertion, back pain, pain in extremity, pelvic pain and hydrometra outcome was unknown, the fallopian tube perforation and autoimmune thyroid disorder had not resolved and the menorrhagia had resolved. The reporter considered abdominal pain, acne, allergy to metals, alopecia, autoimmune disorder, autoimmune thyroid disorder, back pain, complication of device insertion, complication of device removal, dysmenorrhoea, fallopian tube perforation, genital haemorrhage, hydrometra, menorrhagia, pain in extremity, pelvic pain, procedural intestinal perforation and vaginal haemorrhage to be related to essure. The reporter commented: in the medical records (mr) it was mentioned that the left tube was identified and they had difficulty deploying. The essure seemed to be bent at coil, so they used a second essure. They were able to thread with great difficulty; however, the essure would not deploy and a third was used and they were not able to thread it at all. It was discarded. They abandoned this procedure and the ostia was not able to be threaded. She had an attempted hysterectomy with laparoscopic injury to the bowel in (B)(6)2014; dr repaired the small bowel injury. Had 6 months of recovery and went back for hysterectomy on (B)(6)2015. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 35.8 kg/sqm. Hysterosalpingogram - on an unknown date: results: only one tube with implant; on an unknown date: results: essure was placed properly. Pathology test - on (B)(6)2011: endometrial biopsy. Mildly disordered proliferative phase endometrial tissue. Fragments, benign.. Quality-safety evaluation of ptc: in this case no sample was returned and hence we could not conduct a device sample investigation. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. There was no event reported which indicates a new technical failure malfunction at this time. No specific quality issue was defined, therefore no meddra llt can be provided. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the medical events are not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. Most recent follow-up information incorporated above includes: on 20-mar-2020: social media received: newly added events- hydrometra, reporter was added. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This is a spontaneous case report received from a lawyer / attorney in the united states, on behalf of a plaintiff/plaintiff's family in united states on 17-jun-2016 which refers to a female patient of unspecified age who had essure (fallopian tube occlusion insert) inserted on (B)(6) 2011 for permanent birth control. Unfortunately, the implant procedure needed to be abandoned prior to completion due to one of the coils not deploying correctly. At the end of the procedure, plaintiff only had one tube with an implant. This was confirmed by the hsg (hysterosalpingogram) that she underwent a few months after the implant. After having the coils implanted, plaintiff gradually developed excruciatingly painful periods, accompanied with heavy bleeding. Eventually, she began to bleed daily, and the pain became unbearable. On (B)(6) 2014, she visited a facility for a definitive solution. During this visit, doctors attempted perform a hysterectomy; however, this procedure needed to be abandoned due to complications with plaintiff's bladder. On (B)(6) 2015, she was healed from the injuries from the previous attempt to remove the coils and underwent a second hysterectomy to remove the coils. Follow up information received on 30-jun-2016: quality-safety evaluation of product technical complaint (ptc) (B)(4). In this case no sample was returned and hence we could not conduct a device sample investigation. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. There was no event reported which indicates a new technical failure malfunction at this time. No specific quality issue was defined, therefore no meddra llt can be provided. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the medical events are not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not appli company causality comment: this case report received from a lawyer on behalf of an adult female plaintiff who had essure (fallopian tube occlusion insert) inserted and shortly after undergoing the procedure, experienced excruciating painful periods, accompanied with heavy bleeding. Eventually, she began to bleed daily (genital bleeding), and the (pelvic) pain became unbearable. She underwent two hysterectomies to have the devices removed four years after placement procedure. These events are listed in the reference safety information for essure. Abdominal, pelvic and uncharacterized pain may occur during essure use. Genital bleeding and abnormal menses pattern changes may occur, as well. Considering their nature and implied temporal relationship, causality between reported events and essure use cannot be excluded. Since interventions were required to remove the devices, this case is regarded as incident. According to the technical analysis, a product quality defect could not be confirmed but is considered plausible; a relationship with the reported medical events cannot be totally excluded. Further information will be obtained through litigation process.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain ("pain became unbearable/ severe and constant abdominal pain into back"), vaginal haemorrhage ("bleed daily/ abnormal vaginal bleeding"), procedural intestinal perforation ("first hysterectomy for essure removal the doctor accidently cut bowel, so procedure needed to be abandoned/ perforation") and autoimmune disorder ("autoimmune disorder") in a 33-year-old female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device use error "essure procedure complication: essure seems to be bent at coil" on (B)(6) 2011 and device difficult to use "essure removal procedure needed to be abandoned due to complications with plaintiff¿s bladder" in (B)(6) 2014. The patient's past medical history included menarche (age 7 with one cycle every month, very heavy, lasting 3-7 days with cramping) in 1985, laparotomy (two), appendectomy (done for bowel rotation), intestinal malrotation, obesity, polycystic ovarian syndrome, goiter and cholecystectomy. Concurrent conditions included erythema nodosum (treated from 2011 to 2015), gallstones (treated in 2014) and family history of cancer (ovarian cancer). Concomitant products included escitalopram oxalate (lexapro). On (B)(6) 2011, the patient had essure inserted. On the same day, the patient experienced device deployment issue ("procedure needed to be abandoned prior to completion due to one of the coils not deploying correctly") and complication of device insertion ("only had one tube with an implant"). In (B)(6) 2011, the patient experienced acne ("acne"). In (B)(6) 2012, the patient experienced alopecia ("hair loss"). In 2013, the patient experienced vaginal haemorrhage (seriousness criteria medically significant and intervention required). In (B)(6) 2014, the patient experienced procedural intestinal perforation (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required), autoimmune disorder (seriousness criterion medically significant), dysmenorrhoea ("excruciatingly painful periods/ severe and constant abdominal pain into back around menstrual cycle"), menorrhagia ("heavy bleeding") and allergy to metals ("nickel allergy"). The patient was treated with surgery (total abdominal hysterectomy and bilateral salpingo-oophorectomy on (B)(6) 2015; endometrial ablation and dilation and curettage and colon surgery with repair of the small bowel in (B)(6) 2014. Essure was removed on (B)(6) 2015. In (B)(6) 2015, the vaginal haemorrhage, procedural intestinal perforation, autoimmune disorder, dysmenorrhoea, menorrhagia, acne, allergy to metals and alopecia had resolved. At the time of the report, the abdominal pain, device deployment issue and complication of device insertion outcome was unknown. The reporter considered abdominal pain, acne, allergy to metals, alopecia, autoimmune disorder, complication of device insertion, device deployment issue, dysmenorrhoea, menorrhagia, procedural intestinal perforation and vaginal haemorrhage to be related to essure. The reporter commented: in the medical records (mr) it was mentioned that the left tube was identified and they had difficulty deploying. The essure seemed to be bent at coil, so they used a second essure. They were able to thread with great difficulty; however, the essure would not deploy and a third was used and they were not able to thread it at all. It was discarded. They abandoned this procedure and the ostia was not able to be threaded. The plaintiff¿s left ostia was unable to be threaded. She had an attempted hysterectomy with laparoscopic injury to the bowel in (B)(6) 2014; dr repaired the small bowel injury. Had 6 months of recovery and went back for hysterectomy on (B)(6) 2015. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: only one tube with implant; on an unknown date: essure was placed properly concerning the injuries reported in this case, the following one/ones were described in patient¿s medical records: vaginal haemorrhage, procedural intestinal perforation, abdominal pain, dysmenorrhea, device use error. Quality-safety evaluation of ptc: in this case no sample was returned and hence we could not conduct a device sample investigation. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. There was no event reported which indicates a new technical failure malfunction at this time. No specific quality issue was defined, therefore no meddra llt can be provided. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the medical events are not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. Most recent follow-up information incorporated above includes: on (B)(6) 2018: plaintiff fact sheet and medical records ¿ new reporters; demographic data; medical history; concomitant medications; essure removal date update ((B)(6) 2014 and (B)(6) 2015); essure removal method (hysterectomy); previous reported adverse events update (pain became unbearable, excruciatingly painful periods and procedure needed to be abandoned due to complications with plaintiff¿s bladder); new events (abnormal vaginal bleeding, acne, nickel allergy, hair loss, autoimmune disorder, and essure procedure complication: essure seems to be bent at coil); onset date of previous reported events. Essure legal manufacture has changed from bayer healthcare, llc, milpitas to bayer pharma ag, berlin, and this report is being submitted as a follow up to a previous report submitted under the former legal manufacturer. Report type ¿initial¿ indicates here initial submission by the new legal manufacturer only. Incident no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain ("pain became unbearable/ severe and constant abdominal pain into back"), fallopian tube perforation ("perforation fallopian tube"), vaginal haemorrhage ("bleed daily/ abnormal vaginal bleeding/abnormal vaginal bleeding"), procedural intestinal perforation ("first hysterectomy for essure removal the doctor accidently cut bowel, so procedure needed to be abandoned/ perforation"), genital haemorrhage ("heavy bleeding/ she was bleeding al the time") and autoimmune disorder ("autoimmune disorder") in a 33-year-old female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device use error "essure procedure complication: essure seems to be bent at coil" on (B)(6)2011, device deployment issue "procedure needed to be abandoned prior to completion due to one of the coils not deploying correctly" on (B)(6)2011 and device physical property issue "essure seems to be bent at coil". The patient's medical history included menarche (age 7 with one cycle every month, very heavy, lasting 3-7 days with cramping) in 1985, laparotomy (two), appendectomy (done for bowel rotation), intestinal malrotation, obesity, polycystic ovarian syndrome, multinodular goiter and cholecystectomy. Concurrent conditions included erythema nodosum (treated from 2011 to 2015), gallstones (treated in 2014) and family history of cancer (ovarian cancer). Concomitant products included escitalopram oxalate (lexapro). In 2011, the patient experienced autoimmune thyroid disorder ("autoimmune disorder type of disorder: thyroid"). On (B)(6)2011, the patient had essure inserted. On (B)(6)2011, the patient experienced complication of device insertion ("only had one tube with an implant"). In (B)(6)2011, the patient experienced acne ("acne/rashes or skin condition type: acne"). In (B)(6)2012, the patient experienced alopecia ("hair loss/hair loss"). In 2012, the patient experienced vaginal haemorrhage (seriousness criteria medically significant and intervention required), allergy to metals ("nickel allergy/nickel allergy") and menorrhagia ("abnormal bleeding (menorrhagia)"). In (B)(6)2014, the patient experienced procedural intestinal perforation (seriousness criteria medically significant and intervention required) and complication of device removal ("essure removal procedure needed to be abandoned due to complications with plaintiff¿s bladder"). On an unknown date, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required), fallopian tube perforation (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), autoimmune disorder (seriousness criterion medically significant), dysmenorrhoea ("excruciatingly painful periods/ severe and constant abdominal pain into back around menstrual cycle"), back pain ("back pain"), pain in extremity ("legs pain") and pelvic pain ("pain was so bad"). The patient was treated with surgery (colon surgery with repair of the small bowel in (B)(6)2014, endometrial ablation and dilation and curettage, hysterectomy full, bowel reconstitution and total abdominal hysterectomy and bilateral salpingo-oophorectomy, hysterectomy full). Essure was removed on (B)(6)2015. On (B)(6)2015, the complication of device removal had resolved. In (B)(6)2015, the vaginal haemorrhage, procedural intestinal perforation, genital haemorrhage, autoimmune disorder, dysmenorrhoea, acne, allergy to metals and alopecia had resolved. At the time of the report, the abdominal pain, complication of device insertion, back pain, pain in extremity and pelvic pain outcome was unknown and the fallopian tube perforation, autoimmune thyroid disorder and menorrhagia had not resolved. The reporter considered abdominal pain, acne, allergy to metals, alopecia, autoimmune disorder, autoimmune thyroid disorder, back pain, complication of device insertion, complication of device removal, dysmenorrhoea, fallopian tube perforation, genital haemorrhage, menorrhagia, pain in extremity, pelvic pain, procedural intestinal perforation and vaginal haemorrhage to be related to essure. The reporter commented: in the medical records (mr) it was mentioned that the left tube was identified and they had difficulty deploying. The essure seemed to be bent at coil, so they used a second essure. They were able to thread with great difficulty; however, the essure would not deploy and a third was used and they were not able to thread it at all. It was discarded. They abandoned this procedure and the ostia was not able to be threaded. She had an attempted hysterectomy with laparoscopic injury to the bowel in (B)(6)2014; dr repaired the small bowel injury. Had 6 months of recovery and went back for hysterectomy on (B)(6)2015. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: results: only one tube with implant; on an unknown date: results: essure was placed properly. Concerning the injuries reported in this case, the following one/ones were described in patient¿s medical records: vaginal haemorrhage, procedural intestinal perforation, abdominal pain, dysmenorrhea, device use error. Quality-safety evaluation of ptc: in this case no sample was returned and hence we could not conduct a device sample investigation. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. There was no event reported which indicates a new technical failure malfunction at this time. No specific quality issue was defined, therefore no meddra llt can be provided. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the medical events are not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. Most recent follow-up information incorporated above includes: on 28-feb-2019: pfs received. New events autoimmune disorder type of disorder: thyroid, menorrhagia, fallopian tube perforation were added. Outcome of these events were updated. Laboratory data was added. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain ('pain became unbearable/ severe and constant abdominal pain into back'), fallopian tube perforation ('perforation fallopian tube'), vaginal haemorrhage ('bleed daily/ abnormal vaginal bleeding/abnormal vaginal bleeding'), procedural intestinal perforation ('first hysterectomy for essure removal the doctor accidently cut bowel, so procedure needed to be abandoned/ perforation'), genital haemorrhage ('heavy bleeding/ she was bleeding al the time') and autoimmune disorder ('autoimmune disorder') in a 33-year-old female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device use error "essure procedure complication: essure seems to be bent at coil" on (B)(6) 2011, device deployment issue "procedure needed to be abandoned prior to completion due to one of the coils not deploying correctly" on (B)(6) 2011 and device physical property issue "essure seems to be bent at coil". The patient's medical history included menarche (age 7 with one cycle every month, very heavy, lasting 3-7 days with cramping) in 1985, laparotomy (two), appendectomy (done for bowel rotation), intestinal malrotation, obesity, polycystic ovarian syndrome, multinodular goiter and cholecystectomy. Concurrent conditions included erythema nodosum (treated from 2011 to 2015), gallstones (treated in 2014), family history of cancer (ovarian cancer) and obesity. Concomitant products included escitalopram oxalate (lexapro). In 2011, the patient experienced autoimmune thyroid disorder ("autoimmune disorder type of disorder: thyroid"). On (B)(6) 2011, the patient had essure inserted. On (B)(6) 2011, the patient experienced complication of device insertion ("only had one tube with an implant"). In (B)(6) 2011, the patient experienced acne ("acne/rashes or skin condition type: acne"). In (B)(6) 2012, the patient experienced alopecia ("hair loss/hair loss"). In 2012, the patient experienced vaginal haemorrhage (seriousness criteria medically significant and intervention required), allergy to metals ("nickel allergy/nickel allergy") and menorrhagia ("abnormal bleeding (menorrhagia)"). In (B)(6) 2014, the patient experienced procedural intestinal perforation (seriousness criteria medically significant and intervention required) and complication of device removal ("essure removal procedure needed to be abandoned due to complications with plaintiff¿s bladder"). On an unknown date, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required), fallopian tube perforation (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), autoimmune disorder (seriousness criterion medically significant), dysmenorrhoea ("excruciatingly painful periods/ severe and constant abdominal pain into back around menstrual cycle"), back pain ("back pain"), pain in extremity ("legs pain") and pelvic pain ("pain was so bad"). The patient was treated with surgery (colon surgery with repair of the small bowel in (B)(6) 2014, endometrial ablation and dilation and curettage, hysterectomy full, bowel reconstitution and total abdominal hysterectomy and bilateral salpingo-oophorectomy, hysterectomy full). Essure was removed on (B)(6) 2015. On (B)(6) 2015, the complication of device removal had resolved. In (B)(6) 2015, the vaginal haemorrhage, procedural intestinal perforation, genital haemorrhage, autoimmune disorder, dysmenorrhoea, acne, allergy to metals and alopecia had resolved. At the time of the report, the abdominal pain, complication of device insertion, back pain, pain in extremity and pelvic pain outcome was unknown, the fallopian tube perforation and autoimmune thyroid disorder had not resolved and the menorrhagia had resolved. The reporter considered abdominal pain, acne, allergy to metals, alopecia, autoimmune disorder, autoimmune thyroid disorder, back pain, complication of device insertion, complication of device removal, dysmenorrhoea, fallopian tube perforation, genital haemorrhage, menorrhagia, pain in extremity, pelvic pain, procedural intestinal perforation and vaginal haemorrhage to be related to essure. The reporter commented: in the medical records (mr) it was mentioned that the left tube was identified and they had difficulty deploying. The essure seemed to be bent at coil, so they used a second essure. They were able to thread with great difficulty; however, the essure would not deploy and a third was used and they were not able to thread it at all. It was discarded. They abandoned this procedure and the ostia was not able to be threaded. She had an attempted hysterectomy with laparoscopic injury to the bowel in (B)(6) 2014; dr repaired the small bowel injury. Had 6 months of recovery and went back for hysterectomy on (B)(6) 2015. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 37.1 kg/sqm. Hysterosalpingogram - on an unknown date: results: only one tube with implant; on an unknown date: results: essure was placed properly. Concerning the injuries reported in this case, the following one/ones were described in patient¿s medical records: vaginal haemorrhage, procedural intestinal perforation, abdominal pain, dysmenorrhea, device use error. Quality-safety evaluation of ptc: in this case no sample was returned and hence we could not conduct a device sample investigation. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. There was no event reported which indicates a new technical failure malfunction at this time. No specific quality issue was defined, therefore no meddra llt can be provided. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the medical events are not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. Most recent follow-up information incorporated above includes: on 24-may-2019: pfs received : updated outcome for event "menorrhagia" from not recovered to recovered. Concomitant condition added. Incident: no lot number or device sample was received in this case. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
Data correction for us reporting: the code knh was replaced with hhs